Event description:
It was reported during pre-test and inspection of the electric pen drive, it was discovered the unit would turn on automatically and then overheat. The device was not used in a surgical procedure, no patient involvement, and no harm to user was reported.

Manufacturer narrative:
A service history of the past six months has been reviewed. Service history review did not contain new or relevant information to current complaint issue. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the reporters complaint that the electric pen drive drill turns on automatically and overheats could not be confirmed.

Event description:
This is report 1 of 1 for (B)(4).